Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 869750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst, muscle weakness, hypothyroidism, joint pain and migraine. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), acne ("acne."), genital haemorrhage ("bleeding,"), dyspareunia ("dyspareunia,"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), polymenorrhoea ("other (list): period every 3 weeks,"), ovulation pain ("severe pain during ovulation"), vulvovaginal pain ("sharp pains at vaginal entrance"), loss of libido ("loss of libido"), fatigue ("extreme fatigue"), exercise tolerance decreased ("inability to exercise"), temperature intolerance ("severe pain when exposed to cold"), feeling abnormal ("brain fog"), memory impairment ("memory issues"), restless legs syndrome ("restless legs"), bone pain ("bone pain"), dysstasia ("inability to stand for long"), anxiety ("anxiety,"), thirst ("constantly thirsty"), arthralgia ("knee pain"), photophobia ("sensitivity to lights"), misophonia ("sensitivity to sounds"), tenderness ("sensitivity to touch"), episcleritis ("episcleritis,"), eczema ("eczema,"), food allergy ("intolerance to peanuts"), gluten sensitivity ("gluten,"), paraesthesia ("tingling,"), alopecia ("hair loss"), menorrhagia ("heavy bleeding"), painful intercourse ("painful intercourse") and pain in extremity ("pain in extremities"). The patient was treated with surgery (hysterectomy, but leaving ovaries (scheduled)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, acne, genital haemorrhage, dyspareunia, neuromyopathy, autoimmune disorder, polymenorrhoea, ovulation pain, vulvovaginal pain, loss of libido, fatigue, exercise tolerance decreased, temperature intolerance, feeling abnormal, memory impairment, restless legs syndrome, bone pain, dysstasia, anxiety, thirst, arthralgia, photophobia, misophonia, tenderness, episcleritis, eczema, food allergy, gluten sensitivity, paraesthesia, alopecia, menorrhagia and painful intercourse outcome was unknown. The reporter considered acne, alopecia, anxiety, arthralgia, autoimmune disorder, bone pain, dyspareunia, dysstasia, eczema, episcleritis, exercise tolerance decreased, fatigue, feeling abnormal, food allergy, genital haemorrhage, gluten sensitivity, loss of libido, memory impairment, menorrhagia, misophonia, neuromyopathy, ovulation pain, pain in extremity, paraesthesia, pelvic pain, photophobia, polymenorrhoea, restless legs syndrome, temperature intolerance, tenderness, thirst, vulvovaginal pain and painful intercourse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: she tolerated the procedure well postoperative diagnoses: same with occluded tubes. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 869750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst, muscle weakness, hypothyroidism, joint pain and migraine. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), acne ("acne."), genital haemorrhage ("bleeding,"), dyspareunia ("dyspareunia,"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), polymenorrhoea ("other (list): period every 3 weeks,"), ovulation pain ("severe pain during ovulation"), vulvovaginal pain ("sharp pains at vaginal entrance"), loss of libido ("loss of libido"), fatigue ("extreme fatigue"), exercise tolerance decreased ("inability to exercise"), temperature intolerance ("severe pain when exposed to cold"), feeling abnormal ("brain fog"), memory impairment ("memory issues"), restless legs syndrome ("restless legs"), bone pain ("bone pain"), dysstasia ("inability to stand for long"), anxiety ("anxiety,"), thirst ("constantly thirsty"), arthralgia ("knee pain"), photophobia ("sensitivity to lights"), misophonia ("sensitivity to sounds"), tenderness ("sensitivity to touch"), episcleritis ("episcleritis,"), eczema ("eczema,"), food allergy ("intolerance to peanuts"), gluten sensitivity ("gluten,"), paraesthesia ("tingling,"), alopecia ("hair loss"), menorrhagia ("heavy bleeding"), painful intercourse ("painful intercourse") and pain in extremity ("pain in extremities"). The patient was treated with surgery (hysterectomy, but leaving ovaries (scheduled)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, acne, genital haemorrhage, dyspareunia, neuromyopathy, autoimmune disorder, polymenorrhoea, ovulation pain, vulvovaginal pain, loss of libido, fatigue, exercise tolerance decreased, temperature intolerance, feeling abnormal, memory impairment, restless legs syndrome, bone pain, dysstasia, anxiety, thirst, arthralgia, photophobia, misophonia, tenderness, episcleritis, eczema, food allergy, gluten sensitivity, paraesthesia, alopecia, menorrhagia and painful intercourse outcome was unknown. The reporter considered acne, alopecia, anxiety, arthralgia, autoimmune disorder, bone pain, dyspareunia, dysstasia, eczema, episcleritis, exercise tolerance decreased, fatigue, feeling abnormal, food allergy, genital haemorrhage, gluten sensitivity, loss of libido, memory impairment, menorrhagia, misophonia, neuromyopathy, ovulation pain, pain in extremity, paraesthesia, pelvic pain, photophobia, polymenorrhoea, restless legs syndrome, temperature intolerance, tenderness, thirst, vulvovaginal pain and painful intercourse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: she tolerated the procedure well postoperative diagnoses: same with occluded tubes.. Lot number: 869750 manufacturing date: 2008-06 , expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.